Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during the impella cp insertion that purge tubing and fluid was not connected to impella purge sidearm. The cp was removed due to likely blood in motor. The patient is stable.

Manufacturer narrative:
The investigation for the reported purge leak issue has been completed. Data logs nor the device were returned for evaluation. However, clinical details stated that there was improper priming of initial implanted impella and upon insertion, the pump immediately had a leak and was therefore removed. The root cause of the leaking issue was most likely use related as there was no priming of the pump that was inserted and it was not connected to the purge tubing at the pump sidearm. The instructions for use referenced in the initial report is for the impella cp impella cp with smartassist for use during cardiogenic shock and high risk cpi. Added- h6 impact code 4629 d4-corrected model number, corrected UDI #.